Event description:
It was reported that the customer was pushed into a pool and was wearing the insulin pump. Customer stated she run a self test and it passed. Customer stated the insulin pump has not malfunctioned yet but is concerned it could due to being into the water. Blood glucose 503 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and an error test. The operating currents were normal. No moisture damage inside the device noted. The unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.